Event description:
Guidewire unraveled, tried threading had kink in gw, pulled back and it unraveled. A small piece of the guidewire broke off and remained in the pt's arm. The piece had to be removed. Removed and used a different guidewire to complete procedure.